Event description:
It was reported that during testing by the manufacturer sales representative at the user facility, the device overheated. As the event occurred during testing, there was no patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported related to this event.